Event description:
It was reported that patient received an alert for out-of-range lead impedance. In-clinic, (B)(6) in rv-svc-can configuration was found to be out-of-range. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.